Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after opening the package prior to use on a laparoscopic gallbladder procedure, the seal was disengaged. A trocar was then replaced. There was no patient involved.